Event description:
The pump was returned for investigation which revealed a missing bolus button and a dim display. This report is made based on results of investigation completed on 02/23/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the bolus button cover was completely peeled off and missing from the pump which prohibited complete testing. Unrelated to the initial complaint, the display had a reddish tint. The pump was returned without the battery cap; a test cap was used for the investigation. (B)(6).